Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: 04/15/09. The product associated with this report has not yet been returned. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling addresses the possible outcome of an unbuckled band as follows: "failure to secure the band properly may result in it subsequent displacement and necessitate re-operation." "The lab-band ap system is not a lifetime product and it may break or fail. In whole or in part at any time after implantation and not withstanding the absence of any defect." See additional info. Device labeling address the possible outcome of inadequate weight loss as follows: "seventy-five subjects had their entire lap-band system explanted. Insufficient weight loss was also reported as a contributor to the decision to explant in 24 of the 75 explants (32%).

Event description:
Reporter by doctor as: "repeated attempts to fill the band enough to create satiety have not been effective, the pt is not losing weight. It was filled to the maximum of 10 ml, and then up to 27 ml." Follow up with the doctor's office indicated: "the bands was in a typical position, around the right part of the upper stomach, not on the esophagus, and not around the lesser omentum. The doctor's feel the band is locked in place, and that the band is not eroded." Additional findings: "the x-rays were reviewed with the physician panel and they think the band is unlocked." Physician reported band not holding fluid. Band explanted."